Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the sucker pump stopped and a message of "pump jam" appeared on the pump and later a "belt slip error" appeared. The user attempted to re-set occlusion but again a "pump jam error" occurred. The user ten elected to stop using the pump and switch the tubing into a sarns 7000 pump module that was on the floor next to the system 1 base. There was no delay in the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.